Event description:
The customer reported that there was no display on the monitor. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video display board and monitor cables were reseated. The system was then found to be operating as intended.